Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and a sling and an ams miniarc repair system were implanted. It is unknown on which date each device was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4). 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with hysterectomy due to uterine vaginal prolapse, and genuine stress incontinence. It was reported that following insertion the patient experienced pain discomfort, strained bowel movement, holes in the vaginal wall from mesh erosion also burning, vaginal scarring, and bleeding after sex. It was reported that the patient was treated for mesh complications and had ams mini arc repair system implanted into the patient on 08/28/2009. It was reported that patient underwent mesh excision due to erosion on (B)(6) 2010. (B)(4).